Manufacturer narrative:
The device was returned and evaluated. The device was modified post final release.

Event description:
Alleges customer was using unit at home and fell off. Claims the speed pot dial/knob is too easy to turn. Claims there is play where the seat and seat post meet.

Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges customer was using unit at home and fell off. Claims the speed pot dial/knob is too easy to turn. Claims there is play where the seat and seat post meet.